Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/10/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Ten representative unopened samples were received for analysis. The complaint sample was not received for evaluation. Upon initial inspection of the samples, no external damages were observed on the external packets. In order to evaluate the condition of the returned samples, the packets were opened, and the swage and attachment area were noted to be as expected. The tip and body of the needles were examined under magnification and no anomalies or issues related to breakage needle could be observed during the evaluation. In addition, the sample was tested by resistance test to the needle and met the requirements. The sutures were dispensed without problems and examined along the strand to detect any issue related to the customer complaint and no defects were observed during evaluation. The functional test was performed using instron equipment and the tensile force was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned a manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: patient status/ outcome / consequences --> no the single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. ¿ please clarify: did the entire needle detach/pull off from the suture, or did the needle or suture break in pieces. Please provide additional details. ¿ did the event occur during one or multiple patient procedures? If one, ¿ how many devices demonstrated the alleged deficiency? If more than one: ¿ what is the total number of procedures? ¿ how many devices demonstrated the alleged deficiency on each involved patient event? ¿ have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). ¿ if this event occurred in multiple procedures, please provide the following information for each patient event: - what is the procedure name? - what is the procedure date? - have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). - what are the procedure name(s) and date(s)? - what is the quantity involved per procedure - was there any adverse patient consequence(s) or subsequent medical/surgical intervention?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used for gi anastomosis. The needle and suture were cut down during gi anastomosis. There were no adverse patient consequences. Additional information was requested.